Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. The customer declined to provide any more information regarding the reported event. There was no reported impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement pump was received.